Manufacturer narrative:
(B)(4).

Event description:
Reports that when the patient accessed the phone and opened the app it is asking to enter the username and password and patient did not turn off the phone or the phone did not run out of the battery.